Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple unknown low blood glucose (bg) level resulting in third party assistance. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.